Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's pacemaker, this atrial lead was exhibiting impedance measurements greater than 2000 ohms. It was noted that this lead had previously been surgically abandoned in the patient due to loss of capture. Lead testing during this replacement procedure, produced impedance measurements greater than 2000 ohms. Efforts to explant the lead utilizing a stylet were unsuccessful and the lead was once again surgically abandoned. No adverse patient effects were reported.